Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 2.5 device for mechanical circulatory support. While on support, the patient experienced intermittent episodes of ventricular tachycardia which would resolve on their own. It is unknown how the complication was managed or if hemostasis was achieved. Weaning was successful, and the impella device was explanted.